Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the device would not complete the boot up process. Physio replaced the system pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive crystal, designator y1, on the single board computer.

Event description:
The customer contacted physio-control to report that their device flashed a white display and then powered off unexpectedly. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device was not completing its boot up process. As a result, defibrillation therapy may not be available, if necessary.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device flashed a white display and then powered off unexpectedly. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device was not completing its boot up process. As a result, defibrillation therapy may not be available, if necessary.